Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that the cartridge was difficult to insert onto the pump. Customer changed the syringe needle and cartridge to resolve the issue and was able to successfully install the cartridge and resume insulin delivery. Customer¿s blood glucose was 200 - 250 mg/dl.